Event description:
Olympus was informed that during a diagnostic colonoscopy, the patient sustained a mucosal tear in the cecum due to a sharp edge on the distal end of the colonoscope. No medical or surgical intervention was required. The patient was discharged the same day.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user's experience was not confirmed. There were deep scratches and dents on the distal end cover, but no sharps. The device passed the cotton test. In addition, the device had a crack on the bending cover glue, and a chip on the objective and light guide lens. The device was serviced and returned to the user facility. The root cause of the user's experience could not be conclusively determined.